Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor readings would be off from the blood glucose readings. Customer stated the insulin pump will stated his glucose was going up when blood glucose was actually going down. Customer declined troubleshooting. Customer also reported no delivery alarms that were fixed with a set change. Customer was advised to monitor the insulin pump. Customer stated he stopped using cgm system due to it did not fit his life style. No further information reported.